Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
Additional information received notes right ventricular (rv) lead fracture.